Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 427 mg/dl. Troubleshooting was performed, and found that the drive support cap was loose. It was also reported that the batteries were only lasting two days. Advised the caller that the insulin pump would be replaced due to the loose drive support cap. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. A scratched window display was noted during the visual inspection.